Event description:
Customer reported, the insulin pump kept going blank and getting lines across the screen. Customer stated it looked like there was moisture was inside the device and when making a selection it goes blank. There was a rolling line on the screen before what was selected appeared. Customer's blood glucose was 200 mg/dl. New battery was inserted and display and device returned to normal. Self test was performed and was advised to monitor the device. Customer called back and stated issues reoccurred. The device was neither dropped nor bumped. Customer was advised to revert to back up plan. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump passed the self test, and no missing segments were noted. No display anomaly was noted. However, the pump was received with a cracked reservoir tube lip, cracked battery tube threads, minor scratches on the lcd window, and a scratched reservoir tube window.